Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. The customer has not reported any further issues.

Manufacturer narrative:
The field service engineer performed a mechanical check. The mixer was replaced. The gear pump pressure was too low and was adjusted. Cleaning maintenance was performed on the wash wells and the reagent probe line was flushed. Performance testing was run and was ok. Controls were tested and were ok. This event occurred in (B)(6).

Event description:
The initial reporter stated that controls for the elecsys vitamin d total gen. 2 assay on the cobas 8000 e 602 module were high for all three levels of control. Maintenance was performed on the analyzer. Calibration and controls were tested; all controls recovered within range. The customer then repeated patient samples that had been tested. The reporter determined that 15 patient samples had discrepant vitamin d results. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The samples were initially tested on (B)(6) 2019 and were repeated on (B)(6) 2019. The vitamin d reagent lot number and expiration date were requested, but not provided.